Event description:
It was reported that there was a recharger coupling problem. It was noted that the implantable neurostimulator (ins) felt secure in the pocket, was superficial to the surface of the skin, and there was no report of swelling or seroma. It was noted that the ins may be flipped. It was noted that antenna locate was done, and no matter where the recharging antenna was placed it only showed 66. It was reported that there were two of eight coupling bars at the start of the charging session, and since implant the patient was only able to get zero to two coupling bars. It was noted that further troubleshooting would be done. Four days later, it was reported that the patient would be seen the next day and the patient was getting an x-ray to confirm that the ins was in the appropriate position. It was noted that a different charging system would be tried. The next day, it was reported that multiple rechargers were tried and the highest coupling achieved was two coupling bars. An x-ray showed that the device was flipped. The following day, it was reported that the patient would have a revision of the ins on (B)(6) 2013. Twelve days later, it was reported that the patient had revision surgery to correct the ins position and the ins was resutured.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger. (B)(4).